Event description:
As reported to coloplast though not verified, patient was implanted with coloplast exair anterior mesh. Later the patient experienced groin and abdominal pain, stress due to urinary problems, recurrent pelvic organ prolapse and tenderness at the mesh site. Premarin cream, pain medication and detrol la were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Total number of events summarized: three. Three exair. Device not returned.